Manufacturer narrative:
Catalog number: the size code was updated from 06c37-22 to 06c37-27. The lot remains unchanged. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and analytical sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation. No product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79. This event was also reported in manufacturing report 1628664-2017-00508 for a second suspect medical device. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result on the architect i1000sr analyzer. The following data was provided: (B)(6). The patient was confirmed (B)(6) on pcr and elisa. There was no impact to patient management reported.